Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported marker lumen blockage could not be confirmed as fluid was successfully flushed through the marker lumen with no anomalies noted during returned device analysis. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported marker lumen blockage and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with a prostar xl device was attempted in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was a 14fr sheath. Reportedly, at the beginning of the procedure there was no blood flow from the marker lumen. The device was rinsed and blood flow was not achieved. A second prostar xl device was used for successful suture placement using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures from the second prostar xl device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date, event occurred in (B)(6) 2015. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.